Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The eccentric de novo lesion was located in a moderately tortuous left anterior descending artery. A 2.50x24mm taxus liberte' drug eluting stent was advanced to the lesion, but was not implanted. Stent damage was noted. The procedure was completed with another device. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified proximal stent damage. Proximal stent strut rows 1 to 5 were misaligned. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The eccentric de novo lesion was located in a moderately tortuous left anterior descending artery. A 2.50x24mm taxus liberte' drug eluting stent was advanced to the lesion, but was not implanted. Stent damage was noted. The procedure was completed with another device. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.